Event description:
It was reported that an asymptomatic patient presented to the operating room for device change-out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.